Event description:
The user reported that the monitor screen was intermittent. The user reported that the battery was replaced and this fixed the problem. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.